Event description:
Same case as: MDR ID 2134265-2013-04100, MDR ID 2134265-2013-04103, MDR ID 2134265-2013-04263, MDR ID 2134265-2013-04104. It was reported that during a coronary stenting treatment procedure, stent damage and stent explantation occurred due to secondary device interaction and the patient developed stent thrombosis and expired subsequent to the procedure. In (B)(6) 2013, the patient came in to the emergency room department due to myocardial infarction and was referred for coronary angiography which revealed 3 target lesions. Target lesion #1 was located in the proximal left circumflex artery (lcx). It was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #2 was located in the proximal left anterior descending artery (lad) which was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #3 was located in the middle lad. A 2.5mm x 16mm promus element plus stent was attempted to be deployed but the it had not been properly delivered to the lesion so this device was taken out of the vessel but the stent strut of this device "hook" the stent strut of the 2.75mm x 16mm promus element plus stent deployed in proximal lad. As a result, the 2.75mm x 16mm promus element plus stent in the proximal lad was explanted as both stents were stuck together and taken out of the vessel. The physician did not realize this event until he used an ivus imaging catheter to visualize the vessel. The procedure was completed using a 2.5mm x 38mm and a 2.75mm x 16mm promus element plus stents. The patient was transferred to the intensive care unit post procedure but developed an acute stent thrombosis and later expired.

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis as it was implanted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-04100, MDR ID 2134265-2013-04103, MDR ID 2134265-2013-04263, MDR ID 2134265-2013-04104. It was reported that during a coronary stenting treatment procedure, stent damage and stent explantation occurred due to secondary device interaction and the patient developed stent thrombosis and expired subsequent to the procedure. In (B)(6) 2013, the patient came in to the emergency room department due to myocardial infarction and was referred for coronary angiography which revealed 3 target lesions. Target lesion #1 was located in the proximal left circumflex artery (lcx). It was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #2 was located in the proximal left anterior descending artery (lad) which was treated with placement of a 2.75mm x 16mm promus element plus stent. Target lesion #3 was located in the middle lad. A 2.5mm x 16mm promus element plus stent was attempted to be deployed but the it had not been properly delivered to the lesion, so this device was taken out of the vessel but the stent strut of this device "hook" the stent strut of the 2.75mm x 16mm promus element plus stent deployed in proximal lad. As a result, the 2.75mm x 16mm promus element plus stent in the proximal lad was explanted as both stents were stuck together and taken out of the vessel. The physician did not realize this event until he used an ivus imaging catheter to visualize the vessel. The procedure was completed using a 2.5mm x 38mm and a 2.75mm x 16mm promus element plus stents. The patient was transferred to the intensive care unit post procedure but developed an acute stent thrombosis and later expired.

Manufacturer narrative:
Corrections: brand name corrected from promus element everolimus-eluting coronary stent system to promus element plus everolimus-eluting platinum chromium coronary stent system. Upn corrected from unk634 to unk717. PMA# or 510k# corrected from similar to p110010. (B)(4).